Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reservoir and battery compartments are damaged. The customer's blood glucose reading was 200 to 249 mg/dl at the time of incident. Troubleshooting found that the top of the battery compartment is cracked and the rubber ring in the reservoir compartment is popping out. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. .

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken reservoir tube lip, reservoir tube cracked and missing the reservoir tube o-ring.